Event description:
An adverse event paper reports two unidentified children experienced "recurrent episodes of severe pain that occurred during vns stimulation but independent of volitional vns magnet mode stimulation". It was noted that these episodes abated after the vns magnet function was disabled. Neither patients had seen significant decreased in seizures with vns therapy. No recent changes had been made prior to symptom onset. Both reported acute onset of repeated episodes of sudden, brief, paralyzing pain centered around the generator and radiating to the chest and neck. No consistent correlation with electronics usage or patient activity. The device programmed off and the pain resolved. One patient was programmed back on and pain recurred. Five months following vns magnet deactivation neither patient had experienced a return of the pain episodes. The patient experiencing the recurring pain after the device was programmed on is reported in MFR. Report # 1644487-2015-06024.